Manufacturer narrative:
It was reported that after an initial bunion surgery on (B)(6) 2025, two broken screws were discovered during review of radiographic images at the 12-week follow-up. The patient had no pain, the bones were starting to fuse/heal, and the surgeon noted good range of motion at the metatarsophalangeal joint. The patient is suspected of post-operative non-compliance, but this could not be confirmed. No other patient outcomes were reported as a result of this event. No devices were returned for evaluation as the hardware remains implanted. Device specific information was not available; therefore, a review of device history records was not able to be performed. However, all non-conformance's for possible kits utilized in surgery were reviewed and no non-conformance's or issues during the manufacture or release of the products were identified to date that could have contributed to what was reported. Based on the information provided, it is likely that patient post-operative activity contributed to what was reported. The broken screws were likely subjected to excessive bending stresses which resulted in the breakage. The company will supplement the MDR as necessary and appropriate.

Event description:
It was reported that after an initial bunion surgery on (B)(6) 2025, two broken screws were discovered during review of radiographic images at the 12-week follow-up. The hardware remains implanted as the patient had no pain and good range of motion at the metatarsophalangeal joint. The patient's bones were starting to fuse/heal. No other patient outcomes were reported as a result of this event. Although there has been no injury reported and no information has been received indicating this malfunction has resulted in a revision surgery to date, there have been similar events where this malfunction has resulted in a revision surgery. Therefore, an MDR will be filed to ensure full compliance with 21 cfr part 803.